Event description:
It was reported that during the procedure in the calcified proximal right coronary artery, an unspecified nc trek dilatation catheter was advanced into the patient anatomy and the balloon was inflated to 18 atmospheres one time. An attempt was made to withdraw the device and resistance was noted when the device would not go through the guide catheter. No force was applied. The dilatation catheter and the guide catheter were removed from the patient anatomy as a single unit. At that point the procedure was completed. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Possible causes for difficulty removing a dilatation catheter after inflation may include, but not limited to, interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. Additionally, balloon refold issues can also be related to multiple/high pressure inflations, interactions with the deployed stent or anatomy, or an interaction with the guiding catheter. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. Without the product to examine, a conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency. The lot history record for the product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported.